Event description:
The pt was having an x-ray exam when the flat detector went out, meaning no more fluoro or live images or x-ray possible. The rest of the machine was fully functional. The x-ray's system's 24 volt power supply failed and x-rays were not possible.

Manufacturer narrative:
Eval conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.